Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the tractor drive, door switch, upper door cover and gantry motion controller were replaced. The imaging system then passed the system checkout and was found to be fully functional. The drive rotor tractor was returned to the manufacturer for evaluation. Analysis found that a hex drive nut on the end of the driver was missing from the assembly. However, the reported issue could not be replicated. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The gantry motion controller was returned to the manufacturer for evaluation. However, analysis has not been completed at time of filing. Other relevant device(s) are: product ID: bi71000192, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used for a sacroiliac and thoracolumbar procedure. It was reported that the gantry door was unable to be opened during a case. It was noted that the issue occurred towards the end of the case, so the site utilized lift-and-shift functionality to remove the imaging system from the surgical area. They were then able to finish and remove the patient from the table. There was less than an hour delay to the procedure and no impact to patient outcome.